Event description:
It was reported by service report that the scale does not weigh correctly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion - as of filing date, the tech had not yet made the repair to the bed. Upon conclusion of investigation, a f/u report will be submitted if/as necessary.